Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was having issues with insulin pump. Customer mentioned that she had her infusion set earlier, it took her back to fill tubing and she's been stuck there for an hour. The customer also mentioned she had issues with screen freezing and high blood glucose. The customer's blood glucose was unknown.